Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device had intermittent data connection issues and button would not work. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: functional : intermittent operation. Minor scratches on the device. The repair of the device was however declined, and it is being placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that preoperatively to an unknown surgery on (B)(6) 2021, it was observed that the camera head ac - c-mount device had intermittent data connection issues and buttons that would not work. During in-house engineering evaluation, it was determined that the device had intermittent operation. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.